Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje e1 - customer(person): postal code: 8000 e3 - occupation: regulatory affairs manager g4 ¿ PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stiffening cannula of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was difficult to remove. The patient was sedated and prepared for an abdominal peritoneal ascites drainage procedure. The area was identified. After insertion of the device, the physician attempted to release the metal cannula from the catheter, but it could not be removed. A 12 french catheter was then placed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed for drainage of ascites from the abdomen. During an attempt to remove the metal trocar from the catheter, it was found that the trocar could not be withdrawn. Upon removing the entire device from the patient, a 12.0fr catheter was placed to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned for evaluation in an opened and used condition. The metal stiffening cannula was received inserted into the catheter. During table top testing, the stiffening cannula was confirmed to be stuck within the catheter. When the metal stiffener was pulled on, in an attempt to remove from the catheter, the shaft of the catheter bunched up, (material accordioned). However, when the distal tip was manipulated, the metal stiffener was able to be removed. The cannula was then reinserted and removed, encountering no difficulty. There was no visible evidence of surface defects to either the catheter and stiffener. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device and subassembly lots found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence provided upon review of dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure without any design or manufacturing issue contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.